Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The model b110 v electro dermatome complete kit (3539250) was not returned for evaluation; therefore, an evaluation of the device could not be performed. The root cause(s) of the reported issue could not be determined. However, based on the information provided about the alleged incident, it is possible that heavy wear over time played a role, and/or use error (for example, attaching the width clips too tight). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a model b dermatome (ID 3539250) was used for a hip skin graft and it skipped causing skin damage. The graft taken was no usable, therefore, another skin graft was required. There was grease embedded in the wound from the dermatome and medical staff were able to scrub that out. The event led to 30-45 minutes surgical delay. No signs of infection.